Event description:
A (B)(4) distributor returned a battery pack because the charger showed that the battery was defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery would power up a monitor but would not charge on the charger. Upon service investigation, the battery cells had low output voltage of 1.92 volts and could not be charged. The cause of the low output voltage is likely due to defective cells. The root cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery.